Event description:
Event description boston scientific received information that this atrial pacing lead has exhibited noise, oversensing, and inappropriate atrial episodes. There are reports of pacing impedance measurements of greater than 3000 ohms and less than 200 ohms over the service life of the lead.